Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer stated that he replaced the battery 3 times but the screen would not do anything. She stated that she took a nap leading up to the issue. The customer did not know the blood glucose reading. She did not observe any signs of physical damage to the insulin pump. She stated that the device had not been dropped, bumped, or exposed to moisture. He stated that the battery cap, battery compartment and spring were neither damaged nor corroded. Upon troubleshooting, the display did not return with the insertion of a new battery. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken trace at the interface board. The insulin pump was unable to perform the displacement test due to the blank display. The insulin pump was received with a cracked reservoir tube lip, minor scratched liquid crystal display window, and scratched reservoir tube window.